Event description:
A patient was undergoing a crrt treatment on prismaflex control unit with a m100 filter set and a prismaflo ii blood warmer. The sutured right ij catheter was pulled out during treatment and the patient lost 150 ml of blood from the extracorporeal filter set plus an unknown amount of blood to the environment. The patient did not exhibit any symptoms from the blood loss, but his hgb decreased from 8.2 gm/dl to 7.6 gm/dl and he received two units of packed red blood cells. The nurse manager believes the weight of the prismaflo h warmer sleeve on the return line was sufficient enough to pull the catheter from the ij. The crrt treatment was resumed on the same prismaflex control unit once the catheter had been replaced. No further issues were reported.

Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The review of the device history record of this lot and the complaint history files has shown that there were no nonconformities and no other complaints reported on this lot, which was consisted of 1364 units. It appears the warmer was not properly applied and may have caused weight tension on the line causing the catheter to pull out which resulted in a blood loss.